Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive was selected for use. During procedure, a 20-cc syringe was used to draw blood, but air could not be removed completely, so the farawave was removed, and air was drawn from the valve. When blood was drawn, air mixed in from the valve to the point of making a sound. Therefore, the procedure was continued by replacing it with another faradrive and was completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
During an atrial fibrillation ablation, a faradrive was selected for use. During procedure, a 20-cc syringe was used to draw blood, but air could not be removed completely, so the farawave was removed, and air was drawn from the valve. When blood was drawn, air mixed in from the valve to the point of making a sound. Therefore, the procedure was continued by replacing it with another faradrive and was completed with no patient complications. The device is expected to be returned.